Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the trunk cable was found to be cut, and several wires were severed as a result. The root cause for the cut cable cannot be positively identified but was likely the result of physical damage. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that there was a big nick in the cord going from the belt to the monitor. The pt was issued a replacement electrode belt.